Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient has received follow up treatment to which she has responded well. It was reported that at this time, the patient is doing well. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Event description:
As reported, (B)(6) 2013, a female patient of unknown age presented for an endovenous laser treatment. It was reported the procedure was successfully completed. However, one week later, the patient returned to the treating physician for a follow up appointment. It was reported the patient complained of irritation at the access site. It was noted the patient had a second degree burn on the posterior calf approximately three inches in diameter. The patient was referred to a local burn care center where she received treatment and managed care until the burn healed. The patient was also seen by a plastic surgeon for possible scar revision. It was recommended she try scar patches to reduce discoloration of the site. It was reported the patient is doing well although she does have a dark patch of skin at the access site. It was reported the disposable deice is not available for return to the manufacturer for evaluation.